Event description:
It was reported that, "pt had a stiff knee. In surgery the tibial baseplate was found to be loose; so, the baseplate, femur and insert were removed and new implants were cemented in place."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.